Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device was electively explanted and replaced due to an advisory status. The patient discharged post procedure.